Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected through patient remote monitoring system for this implantable cardioverter defibrillator (ICD) as it displayed high out of range (oor) shocking lead impedance (sli). The physician will monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was explanted to upgrade to a cardiac resynchronization therapy defibrillator (crt-d) about three and a half years following the event observations. The device was returned for analysis. No adverse patient effects were reported.